Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that resistance was experienced during the fill process. Reportedly, customer loaded a new cartridge to resolve the issues. Customer¿s blood glucose level ranged from 136-282 mg/dl.